Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days after the patient had a device implant procedure the patient experienced swelling, pain and developed a hematoma around the implant site. The physician preformed a pocket revision and the device remains in use. The patient was a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.